Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, one hour after beginning dialysis using a polyflux 210h, the patient presented hypotension and was asymptomatic, systolic blood pressure <100, the minimal ultrafiltration was programmed, serum was administered and it was decided to end the therapy due to cardiovascular risks. No additional information available.